Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the cerebrospinal fluid (csf) could not be confirmed: the certas valve was implanted via v-p shunt with unknown implant date and the setting. However, after implantation, csf could not be confirmed at the contrast study, therefore, the valve was replaced to a new one. No patient's information is available.

Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h6, h10. Unique device identification (UDI): (B)(4). The certas valve was returned for evaluation. Review of the history device records was not possible as the lot number was unknown failure analysis - the valve was visually inspected; the needle guard was raised, as well as needle holes in the needle chamber were noted. The needle chamber was dismantled. The needle guard was found to be bent. The valve was leak tested, only leaked from the needle holes in the needle chamber. The valve passed the test for programming, flush, reflux, siphon guard, and pressure. Glue traces were noted on the base of the silicone housing and on the needle guard. The root cause for the raised needle guard noted during the investigation is probably due to wrong handling as noted in the instruction for use (IFU) : do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway. The possible root cause for the problem noted by the customer could be due to biological debris and protein build up, but no occlusion was noted during the investigation.

Event description:
N/a.